Manufacturer narrative:
The device has been received by depuy synthes power tools. He device was evaluated and the reported condition of "does not work" was confirmed. (B)(4) found a damaged locking mechanism and wear/ damage to internal motor components consistent with power braking. If addition info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device "does not work". It is unknown that the device was not used in surgery. It is not known if injury or medical intervention occurred. There was no additional info provided.